Event description:
The customer reported a false positive reaction of a proficiency sample with seraclone anti-e. The customer has returned the supposedly defective product for investigational testing, but not the sample that had caused a false positive test result. Our quality control laboratory tested the supposedly defective product in parallel to the retained sample with different e negative red blood cells and reagent red blood cells. All negative reactions were correct. We did not observe any false positive reactions. The reactions of the complaint sample and the retained sample were comparable. Testing by our quality control laboratory confirmed: the allegedly defective lot of seraclone anti-e functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.